Event description:
A nurse of the hospital reported that she was observing a surgical procedure. During this she observed that the label of the trial head is irrecognizable. There was no delay. The surgery was completed with no adverse consequence to the pt.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.